Manufacturer narrative:
The device evaluation is ongoing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 21 colony forming units (cfus) of enterobacter cloacae. The endoscopic channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction:b3, b5, d9. Additional information: d8, h3, h4, h6, h11. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: water has not been suctioned into the instrument channel/suction channel during pre-cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: instrument channel / suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air / water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_precleaning the endoscope and accessories_ aspirate water olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the following as also reported: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 1 cfu/100ml. Bacterial identification: yeast.